Manufacturer narrative:
(B)(4).

Event description:
The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer reported that the sleeve that connects the freedom ac power supply to the freedom power adaptor occasionally slides out. The patient was provided with a replacement ac power supply. There was no reported adverse patient impact. Freedom ac power supply s/n (B)(4) was returned to syncardia for evaluation. Review of the incoming inspection and test records for freedom ac power supply s/n (B)(4) confirmed the unit met all requirements prior to being placed into finished goods. Visual inspection of the exterior of the freedom ac power supply did not reveal any abnormalities. Evaluation of the ac power supply revealed loose threading on the connector as a result of the lack of adhesive and a damaged strain relief ring in the connector assembly. The loose threading confirmed the customer reported issue and the root cause of the lack of adhesive is unknown. Despite the loose threading, freedom ac power supply s/n 10720 passed all required functional testing acceptance criteria. Freedom ac power supply s/n (B)(4) was taken out of service. This failure mode poses a low risk to a patient because it did not prevent the freedom driver from performing its life-sustaining functions. The freedom driver is equipped with redundant power sources, including multiple rechargeable freedom onboard batteries and a car charger. This failure mode will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The freedom a/c power supply is a component that enables the freedom driver to be plugged into an external power source. The customer reported that the sleeve that connects the freedom a/c power supply to the freedom power adaptor occasionally slides out. The patient was provided with a replacement a/c power supply. There were no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the sleeve that connects the freedom a/c power supply to the freedom power adaptor occasionally slides out, the driver continued to perform its life-sustaining functions. In addition, the freedom driver has a redundant power source of onboard batteries. An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.